Event description:
The patient reported the cannula did not deploy during the normal activation process but then deployed late after the pod was deactivated and removed from the pod infusion site. The pink slide did not move forward, and the cannula was not visible when the pod was initially removed. The cannula and pink slide were visible upon deactivation. No impact to the patient's glucose level was reported. The pod was worn less than an hour.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.3cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event